Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis and consisted of a quantum maverick balloon catheter with a stopcock. The stopcock was attached to the hub of the device. There was blood in the guidewire lumen. The balloon was loosely folded. The shaft and balloon were microscopically examined and a pinhole in the balloon wall material 2mm from the proximal end of the distal markerband was revealed. There was balloon material lifted around the pinhole with a deep scratch on the top. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2014. It was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was located in an unspecified location. A 20mm x 2.0mm quantum maverick balloon catheter was selected to dilate the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, analysis revealed a pinhole in the balloon.